Event description:
It was reported that the patient's ipg became inoperable after am unrelated procedure on (B)(6) 2022 where it is believed the ipg was set to surgery mode. Troubleshooting was unable to resolve the issue. As a result. Surgical intervention may occur to address the issue.

Manufacturer narrative:
The report issue was confirmed. The inability to communicate between the clinicians programmer and the implantable pulse generator was due to the device entering the service application state. The root cause of the device entering the service app state is due to the patients unrelated procedure. This issue can occur when the device is exposed to an external energy source outside the device handling and storage requirements. Once the device has entered into the service application state, the cp will be inhibited from programming the device into the therapy application state. The report stated that the patient had an unrelated surgery. As a result of this finding, actions have been taken to prevent reoccurrence. There is sufficient guidance noted in the clinicians manual concerning handling of the device when using electrosurgery devices on patients with implanted neurostimulation systems.

Event description:
Additional information received indicates that the patient's ipg was explanted and replaced.